Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported an unknown side rupture. Device has been explanted.

Event description:
Company representative reported an right side rupture. Device has been explanted.

Event description:
Company representative reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted.